Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical unit (iesu) or erbe had no energy. The customer changed cord and instruments, restarted erbe and system, and changed grounding pad with no change. The customer had connected the force triad to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue m-02 module timeout error was confirmed through the system logs as occurring in the field. Upon visual inspection, a minor scratch was observed on the top cover along with evidence of paint touch-up. The erbe was tested using the system, and upon startup, it displayed error code m-02-3. Additionally, no energy was delivered from any of the four sockets, and the system failed to detect instruments on all monopolar electrosurgery (me) and bipolar electrosurgery (be) sockets. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available. Annex d - conclusion desc 1 to d15 - cause not established.